Event description:
Rptr has noticed something unusual about at least two of the typical, plastic, amber-colored containers in which their prescription medication is delivered. Rptr uses the empties as travel supplies of table salt for use as a gargle. Recently rptr detected a yellow tinge in the salt, but paid little heed. When this occurred a second time (another container) it raised disturbing questions: does the plastic container itself pose a hazard because its ingredients (colorants, preservatives, stabilizers) migrate into the medicine; are pills and capsules equally affected?